Event description:
FDA/(B)(4) report received reporting breakage/leakage problem with use of (B)(4) 6" ext. Set w/remv. Microclave. The report states "...pt came for a cta (computed tomography angiography) chest and abd/pel CT as an ed pt. During the power injection the extension set split open and the exam needed to be stopped. Nurse attempted replacement but was unsuccessful and upon closer look, it was determined that the existing catheter wasn't working either. There was no harm to the pt." The devices were discarded.

Manufacturer narrative:
Record analysis: a review of the mfg lot database records for the reported lot #2444619 (mfg date 01/2012) shows (B)(4) units were mfg tested, inspected and released. The lot record review show all visual, dimensional and functional qc lot testing met all specifications. Conclusion: in the absence of testing the involved device the exact cause(s) of the product issue is unk at this time, this report and the associated info have been entered in the mfrs database for analysis and trending.